Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot this mre review is for sterilization procedure only , part: 412.215s, lot: 6l73279 , manufacturing site: selzach , supplier: (B)(4), release to warehouse date: february 28, 2020, expiry date: february 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in jabil switzerl.manufacturer. Gmbh (mezzovico). Part: 412.215, lot: 31p0252, manufacturing site: mezzovico, release to warehouse date: dec 16, 2019. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, a patient with a femoral neck system (fns) was treated with a hip replacement. The hip replacement was not related to the implanted femoral neck system. During the procedure, the surgeon tried to remove the fns, but it was impossible to loosen the screw from the implant. The surgeon tried to remove the screw with an extraction tool, but the tool broke off in the screw head. After this, it was not possible to drill the screw out with an operace drill. The surgeon removed the whole implant with some cortical damage to the bone which did not result in any critical damage to the patient since the bone had to be removed and was covered by the total hip replacement. Procedure was completed with a delay of thirty (30) minutes. Patient status was good. This report is for a 5.0mm titanium (ti) locking screw. This is report 2 of 3 for (B)(4).